Event description:
It was reported that a home patient (hp) experienced an unknown system error (se) on a homechoice (hc) device during therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Though the device failed hipot testing, the reported condition of an unspecified alarm was unable to be replicated during sample evaluation nor verified in the event history log. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event history log review did not reveal any alarms. The device was received and functional, electric and pneumatic testing were performed and passed. During the evaluation the dielectric voltage withstand test (hipot) was performed and failed. As a result the power supply shield, ac comp printed circuit board (pcb) was replaced. Should additional relevant information become available, a supplemental report will be submitted.